Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision because the reservoir herniated, and the tubing was kinked. The patient could not inflate or deflate the device. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder had wear at a fold in the proximal and middle end. The first cylinder had a small pinhole with a leak in the proximal end from sharp instrument damage. The second cylinder had wear at a fold in the proximal and middle end. The second cylinder had a small pinhole with a leak in the proximal end from sharp instrument damage. The momentary squeeze (ms) pump kink resistant tubing (krt) was worn to the filament. The pump passed the leakage testing. The pump did not pass the deflation testing. The flat reservoir had wear at a fold in the shell. The reservoir passed leakage testing.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision because the reservoir herniated, and the tubing was kinked. The patient could not inflate or deflate the device. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision because the reservoir herniated, and the tubing was kinked. The patient could not inflate or deflate the device. The device was removed and replaced. There were no patient complications.